Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. The knot being loose and the suture failing to deploy as reported can be influenced by, but is not limited to manufacturing, patient anatomical conditions and user technique. During manufacturing, all proglide devices undergo a variety of cuff, link, suture, knot and needle-related inspections, including, but not limited to, needle alignment, suture forming, knot forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. Failure to deploy can be influenced by several factors, including, but not limited to failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, not depressing the plunger to contact the body. Based on the reported information and the inspection criteria, a definitive cause for the reported knot being loose, the suture failing to deploy and the associated patient effects could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of a right femoral artery was attempted using a perclose proglide device after a percutaneous coronary interventional procedure, using a 6f sheath. Reportedly, the knot was loose. The device was removed from the patient anatomy and a second proglide was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.